Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard custom titanium cruciate retaining femoral, cat#: cp113618, lot#: 170070. Biomet ilok primary tibial tray, cat#: 141215, lot#: 977050. Biomet I-beam primary tibial stem, cat#: 141310, lot#: 974490. Vanguard tibial bearing, cat#: ep-183462, lot#: 480970. Biomet series-a standard patella, cat#: 184764, lot#: 974490. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-07020, 0001825034-2017-07021, 0001825034-2017-07022, 0001825034-2017-07078, 0001825034-2017-07079.

Event description:
It was reported that the patient was revised to address loosening, infection and wear of components. Intraoperatively, metallosis was noted in the joint and scratches on the femoral component. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined that this device is not reportable as it is not manufactured by zimmer biomet. The previously submitted report should be voided.